Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nephew of a (B)(6) male patient contacted zoll to report that the patient passed away on (B)(6) 2014 at 6:30am. The patient's death was cardiac related and he was wearing the lifevest at the time of passing. The patient's brother was present at the time of death. It was reported that the patient was sleeping and the alarms were going off. The patient was rushed to the hospital where he passed away. A review of the event indicates that the device detected bradycardia at 02:28:48. Later, the patient was appropriately treated while in vf at 04:00:39. The post shock rhythm was bradycardia at 42 bpm. At 04:05:26 the device alarmed for asystole. Four additional treatments were delivered between 04:09:53 and 04:11:15. The rhythm at the time of the treatments was asystole. The post-shock rhythms remained in asystole. Oversensing of artifact contributed to the false detections. No deficiencies were alleged against the lifevest. Asystole is considered a non-shockable rhythm.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4): 01/2013. Electrode belt: sn (B)(4): 11/2011.